Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Cause was not known. Reportedly, the customer lost consciousness and needed to be resuscitated. The customer went to the emergency room (ER). Reportedly, they were provided food and other treatment. Although requested it was not provided what the other treatment was. Reportedly the customer was discharged from the emergency room 4 hours later with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.